Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-05. Investigation summary: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No, cat. No. 320559. A clog test was carried out on the two returned samples as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx leaked. The following information was provided by the initial reporter: it is reported that drug leakage occurred in 2 pen needles. No further information was provided.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx leaked. The following information was provided by the initial reporter: it is reported that drug leakage occurred in 2 pen needles. No further information was provided.